Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with calcified patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic endograft interventional procedure. The first prostyle device was deployed and pre-placed as intended. Reportedly, during step 2, a suture break occurred. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 16f and the abdominal aortic endograft procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.